Event description:
The customer reported that when she received her pump in style breast pump the housing for the transformer was breached. The side where the screw is broken, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, the customer was unable to provide any lot info from the device, she stated that the device was already shipped back to medela for eval. As of the date of this report, the original product has not been received. Should additional info or the original product be received resulting in new, changed, or corrected info, a follow up will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.